Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2 country: (B)(6). Review of the most recent repair record determined the machined head and width plates were damaged, the reciprocating arm and needle bearing were worn, and the ball plunger was missing; however, the repair was not completed because the customer rejected the repair quote. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preventive maintenance, on an unknown date, the device had an unreadable pn. There was no patient harm/injury or surgical delay as there was no patient involvement. During the investigation, it was found that the width plates were damaged. Due diligence is complete and there is no additional information available.